Event description:
When attaching et tube to neonatal resuscitation bag, elbow with "pop-off" valve came off with mask. Manometer and pressure control valve remained attached to bag. Endotracheal (et) tube easily fit into 02 outlet area next to manometer. Bag immediately inflated, hyper-inflating neonate's lungs, causing pneumothorax.